Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. The customer was explained the replacement procedure.

Manufacturer narrative:
The insulin pump was received missing retainer and reservoir tube o-rings. Unable to perform the self-test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements, or verify prime fill anomaly due to missing retainer. The insulin pump passed the displacement and rewind tests. The insulin pump had partially broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.